Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a penumbra system px slim delivery microcatheter and ruby coils. During the procedure, the physician was unable to advance a ruby coil through the px slim microcatheter due to resistance. The pusher wire of the ruby coil became kinked and the ruby coil was removed. A new ruby coil was used, however, the pusher wire became bent upon insertion into the px slim microcatheter. The px slim microcatheter was removed and the procedure continued successfully.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00238, 00240. The hospital discarded the device.